Manufacturer narrative:
Retainer ring: black. On (B)(6) 2021. Customer returned insulin pump for alleged cosmetic damage, cracked case and damaged retainer. Device passed displacement test. The p-cap / reservoir locked properly during testing. No damage noted on the retainer during visual inspection. The following cosmetic damage was noted during visual inspection: broken off piece at the battery tube threads. Cracked case on the back at the battery tube area, battery tube threads and keypad overlay at select button. Minor scratched display window, case and keypad overlay. In conclusion: customer complaint of cracked case was confirmed. However, damage to retainer is not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had loose retainer ring. No harm requiring medical intervention was reported. The device will not be returned for analysis.